Event description:
The customer states the unit has an over infusion issue.

Manufacturer narrative:
An evaluation was performed for the customer reported issue of "over-infusion". The device from this complaint was returned and evaluated at the regional service center. Based on the findings from the service center the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is reviewed on a routine basis and if a trend is observed, actions will be taken as necessary.